Manufacturer narrative:
Follow-up #1: date of submission 11/22/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged power issue was verified in the black-box but and duplicated in the evaluation. Review of black box data unexplained several power-on-reset events. A battery compartment crack was found along the side at the threads area. The threads of the battery cap were stripped. The cap was unable to fit securely to allow the pump to power up. Using a test battery cap the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. A rewind/load/prime sequence and a 24-hour basal exercise were completed without any power interruption. Pump casing was opened and no intermittent conditions were found to the power circuit or connector wires.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump was losing power intermittently. It was noted that the battery compartment threads were damaged and the battery cap was not able to be fully tightened to the pump. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.